Manufacturer narrative:
A biomérieux internal investigation has been completed with the following results: the vitek ms mould kit was not used for the identification of this organism. The alternate method used was conventional method (macroscopic examination). This was performed by a national reference laboratory which gave cladosporium spp. However, the expected identification is unknown as no reference method testing was performed. The fine tuning report was reviewed and it did not conform. However, according to the vilink alert tool criteria, no fine tuning was needed during the tests made on (B)(6) 2021. The sample preparation quality review showed the sample and calibrator "all peaks" values were heterogeneous. The expected identification is unknown as no reference method was completed so it is unknown if the expected identification is in the knowledge base (kb). The sample data was reprocessed with vitek ms kb v3.2 and it resulted in an identification of exophiala dermatitidis with a score at -0.38 and the limit of the acceptable value is -0.4. The sample data was reprocessed with next vitek ms kb v3.3 that is still being developed and the spectra led to a single choice to cladosporium dominicanum. This result is closer to the customer expected identification of cladosporium spp. Based on this result, the most probable identification could be cladosporium dominicanum. It is a new species added in the next knowledge base and it is in agreement with conventional method (macroscopic examination) performed by a national reference laboratory which gave cladosporium spp. The root cause was determined to be a system limitation. The following system limitation is mentioned in the vitek ms knowledge base user manual ref. 161150-924 - a for vitek ms clinical use kb v3.2: "testing of species not found in the database may result in an unidentified result or a misidentification." However, as this system is not the reference method, our recommendation would be to confirm the identification by sequencing.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a misidentification of cladosporium spp as exophiala dermatitidis while testing a patient strain using the vitek® ms instrument (reference # 410895, serial # unknown). Vitek® ms results: exophiala dermatitidis . Competitor method results: cladosporium spp. The morphology of the mould does look like cladosporium spp. There was no impact to patient reported.